Event description:
A customer contacted (B)(4) regarding a compact exchange device (cxd) that did not spike the solution bag during set up. The caregiver (cg) stated he had to start over with all new supplies for the set up. The cg stated that the cxd machine broke; that a spring actually came out of the device. The cg stated that he brought the device to the clinic and the clinic provided him with a new device. There was no patient injury or medical intervention. On (B)(6) 2010 product surveillance spoke with the cg who stated the replacement received from the clinic was working properly and no further issues were reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.